Manufacturer narrative:
The s-ICD system was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection and erosion. The s-ICD had half-way eroded out of the pocket and the patient had noted drainage coming from the pocket over the past few months. The patient was administered antibiotics and the system was explanted. No additional adverse patient effects were reported.